Event description:
Internal fixation of left subtrochanteric femur fracture on (B) (6) 2009 after fall at home. Synthes 11mmx130x340 trochanteric fixation nail with a 90mm helical blade and 42mm 5x5 distal locking screw was utilized. Pt discharged to rehab on (B) (6) 2009. Non-union of fracture 5 months post-op. Discharged to home from rehab with bone stimulator. On (B) (6) 2010 with no new event or fall pt had sudden onset of severe pain. She was unable to get to hospital due to inclement weather. Upon arrival to hospital on (B) (6) 2010, noted persistent non-union with fracture of rod above the pt's fracture site. Rod removed in subsequent surgery on (B) (6) 2010.